Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user stopped seeing glucose values on the ilet when the dexcom g7 failed to display levels, with the last seen value reportedly urgently low before a subsequent fingerstick reading of 325 mg/dl prompted replacement of the cgm sensor and re-pairing with the device using a new pairing code. Symptoms included nausea. Outcomes included prolonged hyperglycemia above 180 mg/dl for approximately 5 to 6 hours without alerts due to inaccurate or unavailable cgm data, with no ketone testing, no back-up therapy, no medical intervention, and no hospitalization. Investigation included remote troubleshooting, user education, sensor replacement, and guidance to monitor glucose while awaiting cgm warmup and pairing. Investigation of this case revealed a cgm communication or pairing failure resulting in loss of displayed glucose data on the ilet until a new sensor was applied, consistent with a sensor or connectivity malfunction rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device communication interruption related to cgm pairing and sensor performance.